Event description:
Surgeon reported a fractured xia 4.5 extended connector. Upon examination, he noticed that this connector fractured in half. Revision surgery was required. Slight operative time delay occurred during the surgery.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Manufacturer narrative:
Methods: device history review; device inspection; risk assessment; complaint history review. Results: the customer reported xia 4.5 extended connector small breakage was confirmed via a visual evaluation, as the returned device was received, fractured into two pieces. The event resulted in a revision surgery (s3), which does not breach the severity threshold. No information regarding the length of implantation or the construct assembly was provided, however, the implant was implanted long enough for the tissue around it to necrosis, therefore it was likely implanted for an extended period of time. No nonconformities were identified during manufacturing. The cause of the reported fracture of the xia 4.5 extended connector cannot be conclusively determined. However, review of previous similar complaints has revealed that this issue is often caused by fatigue breakage due to the structure of the construct. Conclusion: the cause of the reported fracture of the xia 4.5 extended connector cannot be conclusively determined. However, review of previous similar complaints has revealed that this issue is often caused by fatigue breakage due to the structure of the construct.

Event description:
Surgeon reported a fractured xia 4.5 extended connector. Upon examination, he noticed that this connector fractured in half. Revision surgery was required. Slight operative time delay occured during the surgery.